Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0980 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "at 11:00 on (B)(6) 2022, patient will be infused with ordinary liquids and chemotherapy drugs during chemotherapy, and a peripherally intubated central venous catheter will be placed in the patient according to the standard of intravenous therapy. Everything is normal. At 11:30 on (B)(6) 2022, the patient's treatment was completed. When the patient was extubated, the catheter was broken in the body. At 12:17 on (B)(6) 2022, 'right upper extremity vein, superior vena cava, and pulmonary angiography were performed in the interventional department. + catheter foreign body removal.' At 12:30 on (B)(6) 2022, the catheter was removed from the body, the catheter was intact, and the patient had no discomfort."